Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and episodes of af with rvr identified with inappropriate shocks resulting. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks while exerting physical energy. Two episodes were treated by the implantable cardioverter defibrillator (ICD) device. One episode appeared more like supra ventricular tachycardia (svt) instead of ventricular tachycardia (vt). The other episode was atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in use. No further patient complications have been reported as a result of this event.